Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to unknown product performance issues. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.